Manufacturer narrative:
(B)(4). Insulin pump passed functional testings including stop current test, run current test, self test, off no power test, unexpected restart error test, seat & rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted during testing. Insulin pump was received with cracked lcd window and cracked case at display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call on (B)(6) 2018 that the screen appears to have bleeding in the lower left, bottom corner. Customer's mother also reports issues with physical damage on the screen. Trouble shooting did not occur. Blood glucose level at the time of incident is 260mg/dl. No symptoms reported but the patient reported high blood glucose and was treated with the insulin pump and gave bolus. Product will be returned for analysis and replacement has been sent.